Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on button/keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.